Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. Minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported the insulin pump alarmed button error. Customer was attempting to enter blood glucose and then his carbohydrates and once he wanted to program a dual wave bolus. He noticed that it took about one to two minutes for it to respond and some of the buttons he had to press twice. Customer's blood glucose was 148 mg/dl. Customer reported he went swimming and took the pump but put it back on once he was dry but his swim trunks were moist, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.